Event description:
A customer reported a power source alert indicating that the pump battery would not charge. Subsequently, the pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer, following instructions from tandem technical support, attempted various troubleshooting steps, such as trying different charging cables and adapters. When these steps failed to resolve the issue, technical support arranged for a replacement pump to be sent. To ensure continuous insulin delivery, the customer decided to use multiple daily injections as a backup therapy. The customer was instructed to allow the battery to deplete fully before returning the pump and agreed to the return process using a pre-paid label.